Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a stained end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 112 mg/dl. The customer did not recall any significant event leading to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.